Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 600 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly the customer had an infection. Customer was discharged 3 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer received an incomplete bolus alert as they had not completed a bolus request. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.